Event description:
Proxy biomedical was notified on (B)(6) 2014 vai email by the omyra mesh distributor (bbraun, (B)(4)) that they received a complaint regarding an omyra mesh product (part #1061522, lot #c002071). The complaint was reported to b.braun by (B)(6) hospital, (B)(6). The complaints reports that the omyra mesh was "ripped during the clamping process" - the physician stated that the tear did not affect the procedure outcome and he did not remove the implanted mesh from the patient. The patient did not suffer any adverse event due to the mesh tear. No further information was provided. Note: omyra mesh which is distributed in (B)(4) by bbraun, is branded as motifmesh in the USA (ref. (B)(4)).

Manufacturer narrative:
The root cause of the complaint is unknown due to lack of information, however, it is suspected that a mesh tear was induced during the surgical clamping process. A review of the device history records confirms that the lot met its manufacturing specifications; the review did not identify anything atypical with the manufacturing of the device lot that may potentially have contributed to the mesh tearing in clinical use.